Manufacturer narrative:
Evaluation summary: two dgphp were received for evaluation. The act2020 was not returned for evaluation. The returned product did not meet specification as received. Visual inspection found both pads are missing the term covers. One of the pads has the wire disengaged from the termination. The reported condition was confirmed. The investigation found both pads are missing the term covers. One of the pads has the wire disengaged from the termination. Manufacturing engineer confirmed the complaint product returned did not meet acceptance criteria with the finish products containing no termination cover. Also, one of the two pads returned with cable and crimp removed from the pad. No formal investigation actions are being taken. In the current manufacturing process for this product, there are redundant inspections for the missing termination cover or miss termination of the cable at the term cover application and pad continuity test step and then again at the packaging step. The investigation identified the root cause of the reported event to be manufacturing error. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the cord of the pad was disengaged. Replaced with new similar device and it worked fine. There was no patient involved.